Manufacturer narrative:
This report is being filed under exemption e2010034 by arjohuntleigh, inc. (1419652) on behalf of the MFR arjo med ab ltd, #9611530. MFR complaint number: 83034. Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4) (under registration #(B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment (B)(4) and any medwatch reports will be submitted under registration (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
It was reported by the customer that the resident had been put into a sling and was then lifted out of a wheel chair by marisa hoist. At this stage the front castors detached from the hoist and the resident was lowered back down into his wheelchair. The resident was uninjured although one of the nursing staff has strained their arm.